Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported the non-osseointegration of a dental implant 45 days after its installation in intraoral regions #5. The 30 ncm of primary stability was achieved and immediate load was not executed.